Event description:
It was reported while using bd vacutainer® serum/ cat plus blood collection tubes, 6 samples exhibited fibrin and red cell hang up. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received three photos for investigation. Evaluation of these photos indicated fibrin strands and red cell hang up in the serum. A total of 100 retained samples were visually inspected, and no additive defects related to fibrin or red cell hang up were found. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin and red cell hang up based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® serum/ cat plus blood collection tubes, 6 samples exhibited fibrin and red cell hang up. There was no health impact or consequences reported.